Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-00124, 1627487-2021-00126. It was reported that patient's leads migrated. As a result, patient underwent surgery to explant and replace the leads to address the issue.